Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor readings are inaccurate. It was stated that one time the sensor glucose reading was 40 mg/dl but the customer's blood glucose was 120 mg/dl. Customer has been having trouble with sensor staying in; probably due to the heat. It was also stated that the insulin pump constantly goes into threshold suspend because of the sensor reading discrepancies. Nothing further reported.